Manufacturer narrative:
Upon further review of the event, a mistype was discovered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that the patient started experiencing a return of his tremors on (B)(6) 2016 following emi exposure when he was just about to use a power drill; the patient reported he might have rested the drill against the implant. The patient turned the implantable neurostimulator (ins) off and then on and it was working. No trauma or falls were reported to be related to the issue. Additional information has been requested regarding the interventions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that the patient started experiencing a return of his tremors on (B)(6) 2016 following emi exposure when he was just about to use a power drill; the patient reported he might have rested the drill against the implant. The patient turned the implantable neurostimulator (ins) off and then on but it is not working. No trauma or falls were reported to be related to the issue. Additional information has been requested regarding the interventions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.